Event description:
It was reported that the pump battery was depleting quickly. The customer's blood glucose level was 14 mmol/ll. Technical support instructed customer to upload data from the mobile app. Multiple attempts were made to follow-up with the customer but were unsuccessful.